Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had an air bubbles. The blood glucose at the time of the incident was 295 mg/dl. The customer states they had air bubbles in their reservoir. The customer states the pump was not rewound with the reservoir in place. The customer was advised to change the set and the air bubbles did not persist. The customer states the air bubbles are forming 24 hours after filling the set. She did a complete set change and disposed of the reservoir. The device will not be returned for analysis.